Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 20-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient feels his implantable neurostimulator (ins) drains quicker that it should. A manufacturer representative (rep) met with the patient, checked the ins, and couldn't find an issue. It was noted that the patient does not charge the ins 100% full; he intermittently charges it. Sometimes, the patient sees charging has been terminated and he would have to restart to finish the charging. In addition, the patient reported that he was not getting back pain control, and the stimulation goes down the right leg and stays there. The patient has had 3 different people reprogram it. A replacement recharger was sent to the patient. Additional information was received from a healthcare professional (hcp) and the patient. The hcp reported that the cause of the stimulation going down the patient's leg was that there was evidence of a lead migration. The hcp said that the patient refused intervention as the patient wanted the ins out. The hcp stated that the replacement recharger did not resolve the issue. The patient reported that the stimulation went down their right leg ever since the ins was put in. The patient said they were sent a new recharger but the re was no change in recharging time (1-2 hours for the ins and 45 minutes for the recharger). The patient said that a rep reprogrammed the ins twice with programs a and b, and another rep reprogrammed the ins to program c. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting that after a while charging got to be a pain. The patient was told charging would be approximately 2-3 days, however they had to charge every night as the implanted unit used all its energy. The patient was (B)(6) at the time of event. No further complications were reported or anticipated.